Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The collar wash vacuum valve was intermittently failing which caused the leak. The fse performed repairs by replacing the collar wash vacuum valve which resolved the issue. The system functioned properly without any signs of further leakage. (B)(4).

Event description:
The customer reported to beckman coulter (bec) the reagent probe b on unicel dxc 660i synchron access clinical system started leaking, and there was approximately 20 ml of water on the reagent probe drip tray. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.